Event description:
It was reported that tip detachment occurred. The target lesion was located in the mildly tortuous and mildly calcified vessel. A 300cm v-14 control wire was selected for use. During the procedure, upon removal of the wire from the patient, the distal tip of the hydrophilic wire fractured and was retained within the leg artery. A suction device was subsequently used in an attempt to retrieve the fragment. However, the attempt was unsuccessful, and the wire tip remains implanted. There were no patient complications as a result of this event.